Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was displaying an incorrect continuous glucose monitor graph. Customer's blood glucose was 260 mg/dl. Reportedly, issue was resolved and the customer continued to use the pump for insulin therapy.